Event description:
It was reported that the atrial arrhythmia burden alert was triggered and electrogram (egm)s showed undersensing of an atrial arrhythmia. No adverse patient effects were reported. The device remains implanted.